Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the symptoms resolved three weeks after onset.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis (dlk) of the left eye one day following lasik treatment. The topical steroid drop was increased to every two hours. Two days after onset the dlk was described as one plus; the topical steroid drops were continued. Four days after onset the dlk had not resolved and the patient is continuing to be monitored along with topical steroids four times a day. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.